Event description:
It was reported that a patient received questionable results when testing with coaguchek xs meter serial number (B)(4). At an unknown time on (B)(6) 2023, the patient was tested with the meter and the result was 1.6 inr. A meter value of 2.0 inr was also provided for (B)(6) 2023, but it could not be confirmed if this value was provided in error or if was an additional measurement that was performed on the patient. At an unknown time on (B)(6) 2023, the patient was tested with the meter and the result was 1.7 inr. A couple of hours later on (B)(6) 2023, the patient was tested using an unknown laboratory method and the result was 2.4 inr. At an unknown time on (B)(6) 2023, the patient was tested with the meter and the result was 4.1 inr. At an unknown time on (B)(6) 2023, the patient was tested with the meter and the result was 1.5 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement products were sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.